Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and general purpose operating system were replaced, and the system software was upgraded. The system was then found to be operating as intended.

Event description:
The customer reported that the system was intermittently displaying error messages and locking up. There is no report of patient injury.